Manufacturer narrative:
Concomitant: product ID 3778-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported the patient needed his device removed since it was affecting his heart. The device was stimulating the patient's heart. Two years prior to this report, the patient had a heart attack. Additional information received from the healthcare provider (hcp) reported it was unknown what troubleshooting or diagnostics were performed related to the heart attack. Actions taken to resolve the heart attack/cardiac issues included the patient being admitted to the hospital. Additional information received from the healthcare provider (hcp) reported the patient was admitted to the hospital on (B)(6)-2012 with mid and substernal chest discomfort and severe chest pain that radiated to his neck. It was described as a pressure-like sensation which resulted in the patient being short of breath. The patient was noted to have nausea and vomiting. Other associated signs and symptoms included dyspnea, dyspnea on exertion, malaise, and the patient seemed disheveled. The patient also had a contusion on the left hip from a fall. Upon admission the physical examination showed the patient's blood pressure was 104/65, his pulse was 67 beats per minute, his respirations were 12 per minute, and his temperature was afebrile. The patient's head, eyes, ears, nose, and throat examinations were within normal limits. There was no jugular venous distention or bruits. The patient's chest was clear to auscultation. The patient's abdomen was soft, nondistended, and nontender. There was no clubbing, cyanosis, or edema present. There were good pulses in the upper and lower extremities corresponding to the radial, femoral, popliteal, and posterior tibial territories. The patient's neurological examination found him focally intact. Laboratory work was done on the patient's blood and the results showed elevated cardiac enzyme, ck/mb, which is consistent with criteria for acute myocardial infarction. There was also hyponatremia. The heart was normal in size. There was some mild atelectasis in the lungs from poor breath. The impression of this was noted as poor inspiratory effort and the patient was negative for definite acute process in the chest. The electrocardiogram (EKG) showed normal sinus rhythm, normal axis, and nonspecific t-wave abnormalities. The overall impression of the patient included a history or hypertension, chronic pain syndrome, and anxiety and depressive disorder. The patient was ruled in for a non-st-segment elevation myocardial infarction (nstemi). The treatment plan included holding the patient's medication likely due to hypotension in the emergency room (ER) and the patient's blood pressure at the time was 90/80. The patient was going to need left heart catheterization, antiplatelet therapy with aspirin, and angiomax at thrombolysis in myocardial infarction (timi) 8 protocol. The patient was found to have high-grade stenosis of his left anterior descending (lad) coronary artery for which the patient underwent a percutaneous transluminal coronary angioplasty (ptca) stent. The stent reduced the lad coronary artery from 90% occlusion to 0% occlusion. The patient also had a 99% occlusion of his first diagonal and he underwent ptca to that vessel. The procedure summary also included single vessel coronary artery disease, the left ventricular end diastolic pressure was 23 mmhg, and there was no evidence of mitral regurgitation. The patient tolerated the procedure without difficulty and was discharged (B)(6)-2012. The patient's past medical and surgical history included chronic back pain, lumbar radiculopathy, chronic pain syndrome, post lumbar laminectomy syndrome, depression, hypertension, seizures, acute lumbar strain, anxiety, peripheral edema, and coronary artery disease. The patient had a cardiac catheter on approximately (B)(6)-2010 for the coronary artery disease. The patient's surgical history also included having a cholecystectomy, an appendectomy, surgery on his knee and shoulder, and lumbar disk surgery on a total of five disks. If additional information is received, a follow-up report will be sent.